Event description:
It was reported via social media that a pericardial effusion, perforation, hypotension, and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. During this procedure in 2018, a perforation occurred resulting in pericardial effusion and hypotension. The patient was in the intensive care unit (ICU) for four days. At an unspecified time thrombus was seen on top of the watchman closure device. The patient underwent a computerized tomography (CT) scan every six months after this event. The patient remained on blood thinners and during second year post procedure, the patient experienced notable internal bleeding, resulting in five blood transfusions. Once the device related thrombus was mitigated, the patient stopped taking blood thinners and went back to taking low dose aspirin. It was further reported that the laa closure procedure was performed on (B)(6) 2018. The perforation occurred after five attempts to place the closure device and the patient's blood pressure dropped to 35 over 15. The pericardial cavity was drained via a percutaneous approach. The thrombus was noticed six months post procedure. The thrombus was mitigated 18 months after it was noticed.

Manufacturer narrative:
Date of the event was estimated as it is only known this occurred in 2018.

Event description:
It was reported via social media that a pericardial effusion, perforation, hypotension, and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. During this procedure in 2018, a perforation occurred resulting in pericardial effusion and hypotension. The patient was in the intensive care unit (ICU) for four days. At an unspecified time thrombus was seen on top of the watchman closure device. The patient underwent a computerized tomography (CT) scan every six months after this event. The patient remained on blood thinners and during second year post procedure, the patient experienced notable internal bleeding, resulting in five blood transfusions. Once the device related thrombus was mitigated, the patient stopped taking blood thinners and went back to taking low dose aspirin.